Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels ranging from 300mg/dl to 515mg/dl. Customer's blood glucose level at the time of the call 515mg/dl. Customer reported symptoms of nausea and headaches. Customer treated with manual injections. Troubleshooting occured, and it was found the customer had air bubbles in the reservoir. No additional information was provided.